Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft stenosis was unable to be confirmed through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), with no further related events reported. The heartmate ii lvas IFU, is currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient was being followed closely for outflow graft stenosis. A follow up computerized topography was planned, but no surgical intervention was planned. There were no changes to patient condition, anticoagulation, or pump parameters that may have contributed. Stenosis was confirmed via echocardiogram and CT. Dyspnea on exertion (doe) was noted. Blood pressure control was performed.